Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor quality image

Event description:
This report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller during an ercp procedure performed on (B)(6) 2026, for the treatment of a choledocallithiasis. During the procedure, the scope was unable to be used due to the image color quality was poor, making it difficult delineate the tissue for cannulation. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.